Event description:
Pt admitted with renal failure and pneumonitis. Was in medical ICU on a ventilator with a swan line and cordis nurse pulled off air and blood from cordis. Cordis and swan discontinued. Cardiac status destabilized. Pt had several episodes of bradycardia, hypotenison and arrest, eventually expiring in 07/2001. An autopsy is being performed as to cause of death.